Event description:
It was reported that during preparation for a coronary intervention treatment procedure, a balloon rupture occurred.the physician idenified the balloon of a 3.0x20mm liberte stent delivery system was 'punctured'; when he tried it contrast liquid exited from it.the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a coronary intervention treatment procedure, a balloon rupture occurred. The physician identified the balloon of a 3.0x20mm liberte stent delivery system was 'punctured'; when he tried it contrast liquid exited from it. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - there was contrast in the wire lumen. The stent was centered between the markerbands and securely attached to the balloon. There were several bent and flared struts in multiple locations along the length of the stent. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the distal balloon cone. There was no evidence of any product quality deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).